Manufacturer narrative:
The investigation confirmed the qc results were ok. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer discovered a crack in the reagent probe tubing. He replaced the reagent probe tubing and the cea, afp, ferritin reagents. He performed qc with ok results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca 19-9 elecsys e2g, elecsys cea assay, cytokeratin fragments 21-1 eia kit, ferritin elecsys e2g, elecsys afp assay results for 27 patients tested on a cobas 8000 e 801 module. The patient's initial results were reported outside the laboratory. The customer performed repeat testing with the same samples. Below are 5 examples of questionable results provided by the customer: patient 1's initial results were cea 0.30 ng/ml with a data flag and cytokeratin fragments 0.431 ng/ml. The patient's repeat results were cea 2.04 ng/ml and cytokeratin fragments 5.68 ng/ml. Patient 2's initial ferritin result was 1.30 ng/ml, and the patient's repeat ferritin result was 51.30 ng/ml. Patient 3's initial results were afp 0.908 ng/ml with a data flag and ferritin 0.500 ng/ml with a data flag. The patient's repeat results were afp 5.60 ng/ml and ferritin 32.10 ng/ml. Patient 4's initial results were ca 19-9 2.00 u/ml with a data flag and cea 0.300 ng/ml with a data flag. The patient's repeat results were ca 19-9 60.80 u/ml and cea 1.48 ng/ml. Patient 5's initial results were ca 19-9 2.00 u/ml with a data flag, cea 0.300 ng/ml with a data flag, and ferritin 2.38 ng/ml. The patient's repeat results were ca 19-9 27.90 u/ml, cea 3.59 ng/ml, and ferritin 169 ng/ml. The customer determined the repeat results were correct and provided corrected results. The ca 19-9 reagent lot number was 50474300 with an expiration date requested but not provided. The cea reagent lot number was 46415100 with an expiration date requested but not provided. The cytokeratin fragments reagent lot number was 46803500 with an expiration date requested but not provided. The ferritin reagent lot number was 49034900 with an expiration date requested but not provided. The afp reagent lot number 48307300 with an expiration date requested but not provided.